Event description:
It was reported that removal difficulty occurred. The 80% stenosed target lesion was in the moderately tortuous and moderately calcified internal and common carotid arteries. A 190 cm filterwire ez and a carotid wallstent were selected for use. Post stent deployment, resistance was felt when the wallstent was retrieved. The filterwire was retrieved and was replaced with another of the same device. There were no patient complications as a result of this event.